Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in patients body, patient will likely be required to undergo revision surgery. Has not been revised. (Bilateral patient) update: 9/16/2011 - additional litigation papers received. They allege that the patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient had the left asr hip implant explanted on (B)(6) 2011. Patients dob was added. Complaint reopened to add head and cup for left side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.